Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm during bolus. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the insulin did exit during fixed prime. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.